Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer fixation part was not fixed in the stabilizer retractor, so it was replaced with another acrobat-I stabilizer. The operation was completed after changing the product without any special complaints to the patient.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer fixation part (knob) was not fixed in the stabilizer retractor, so it was replaced with another acrobat-I stabilizer. The operation was completed after changing the product without any special complaints to the patient.

Manufacturer narrative:
(B)(4). The investigation has been started since the complaint was received, and the following contents has been conducted: 1. Analysis of production: the DHR of the reported lot 3000184778 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the knob can tighten link arm and housing mount can be locked. 2. Trend analysis: in the last 12 months, 20th jul 2021 to 20th jul 2022, the occurrence rate for¿fixation-device not fixed in retractor¿ is approx. 0.003% for suzhou manufactured om-10000/om-10000z. 3. Returned product evaluation: the device was received on 01-aug-2022, the following evaluations have been conducted: 1) visual inspection: no visual defects were observed on the product; 2) functional test: the housing mount and jaw lever can be locked on the retractor. Knob was found idling rotation during tightening, knob cannot be tightened and link arm cannot be tightened. To check the phenomenon of knob idling rotating during tightening, the stabilizer was disassembled to check the relevant assembly and component status. 3) disassemble and examine the assembly according to manufacturing process instructions knob assembly mp-bh-0005. It is found that the lead-in thread on acme nut was broken. 4) verify 2 to 4 threads of the acme screw are exposed past the housing mount. It shows about 3 threads out of the housing mount, the returned product is conforming to this requirement. 5) check the pilot crimping and its position, the pilot crimping is conforming, without defects on it, and its position is there without moving. 6) replace the acme nut with a new one from lot 3000197766 for simulation using test to check the function of the returned product. Test 30 times according to IFU, assemble the device securely onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. There¿s no knob tighten issue happened, the knob rotating smoothly without idling rotating, and the link arm can be tightened. 7) the stabilizer was furtherly disassembled to check the relevant components' dimensions, the dimensions are conforming to the drawing requirements, there's no deficiency observed. Based upon the above evaluation, the¿fixation-device not fixed in retractor¿ would be caused by knob tighten failure(rotating idling), knob rotating idling is caused by the acme nut lead-in thread broken, since the broken lead in thread would be potentially not smoothly engaged or even not engaged with the acme screw lead in thread during tightening. However, there's no non-conformity observed indicating the acme nut thread broken or defect from raw material inspection. All the products had passed performed 100% mechanical function test during production, which demonstrate the knob can be tightened and the link arm can be tightened. Complaint historical data has also been reviewed, the failure knob difficult/ unable to tighten-arm does not lock has happened before and has been investigated. The most probable root cause for the acme nut lead in thread broken could be that rotating to lose the knob anti-clockwise rapidly for several circles and then rotating to tighten the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which caused acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, then the knob could not be tighten, and link arm could not be tightened. Communication/interviews: communication/interviews were performed to obtain all possible information.